Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device implanted for three and half years and included in the insignia microcrystal failure mode 2 population ((B)(6) 2005), appeared to have significant gauge movement in march of this year. The remaining longevity reads <3.0 years. The field representative requested us to log it now, seven months later. The device is programmed to normal amplitudes and not to high current drain parameters. To date, there have been no reported patient symptoms associated with this clinical observation.